Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event of cable malfunction. This resulted in stripes on the image. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, the cable was malfunctioning during an unknown therapeutic procedure. The procedure was completed with the same device and the procedural delay was not more than 15 minutes. No patient injury or harm. The subject device was returned for service. The olympus service department determined there was no image because something was broken inside the cable. This is a reportable event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image did not display due to a faulty cable unit. The specific root cause of the faulty cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 20-dec-2021.investigation activities have been opened to manage the actions related to this report and any required MDR reporting.